Event description:
Patient reported auto injector is not working properly. No additional information. The whisperject autoinjector is used to inject the patient's glatiramer syringe 40 mg. Unknown if pt missed doses or experienced any adverse events due to this. Unknown if device is available for retrieval. Reported to (B)(6) by pt/caregiver.